Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: it was reported that "¿causing secondary injury to the patient." Please provide additional details about the injury to the patient. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? Please inform the patient¿s current health status and condition. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the wound was sutured using suture after delivery. When suturing the vagina, after 3 stitches, when the needle was all into the vaginal mucosa, it was found that the needle pull off issue happened when the suture was pulled out. Immediately remove the disconnected suture needle from the vaginal mucosa, checked the needle and found no defects. Replaced the suture and sutured again. Causing secondary injury to the patient. No adverse patient consequences were reported. Additional information was requested.